Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold and high, out of range, lead impedance measurements were observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.